Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 100% restenosed lesion was located in a moderately tortuous and severely calcified unspecified artery located below the left knee. The physician advanced the 1.5mm x 20mm sterling es balloon catheter. On the first inflation, the device was inflated to 6atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): a visual and microscopic examination of the sterling balloon was carried out. Examination revealed a pinhole in the balloon material approximately 15mm from the tip and distal tip damage. No further issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)